Manufacturer narrative:
Bayer product analysis received and examined the returned envision CT disposable kit, lot number 8413830. Visual examination confirmed the presence of a white colored particle within the fluid path. The particle was identified as a mold gate fiber that was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The customer reported the following: after opening the envision CT disposable kit and upon inspection, they saw an unknown particulate within the syringe assembly. The customer elected not to use the syringe. No injury or adverse event was reported.